Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that patient registration was completed in the normal fashion. Despite the anterior head being shown to be included in a green circle denoting 1 mm or less accuracy error and the overall accuracy listed as 1.2 mm, it was easily visualized that all instruments were off in the a-p plane by approximately 2 mm. There was no metal interference that could be identified, and the patient tracker was deemed to not have moved. The decision was made to go back to registration and three touch points were registered. The surgeon then performed additional tracing of the patient for approximately 20 seconds. After the surgeon released the foot pedal to end registration, the 3-d model of the head disappeared and only the trace path was still displayed. Approximately 10 seconds l ater the screen spontaneously went to black with only the cursor arrow visible. Attempts were made to click on the black screen by moving the mouse and the escape and delete keys were pressed on the keyboard, however, no image would return to the screen. The system was powered down by using the physical button and was then powered back on. The patient's CT was loaded again and the registration screen appeared normal, with the 3-d model and the tracing history visible. This information was cleared and the registration tracing was repeated. Despite excessive tracing, the accuracy was never better than a yellow circle and the overall accuracy was never 2.4 mm. Again, the same issue with the image guidance instruments appearing to be 2-3 mm off in the a=p plane was observed. The decision was made by the surgeon to proceed with the case and he would compensate for the inaccurate instrument tracking. There was a reported delay of less than 10 minutes and no reported impact to patient outcome.

Manufacturer narrative:
H3) no pars have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.